Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a umbilical vessel catheter. The customer reported that the catheter was inserted on (B)(6) 2011 into the umbilical artery. There was no difficulty in the insertion of the uvc, it was secured by using duoderm, placed directly onto the skin for protection, then coiling the catheter creating a stress loop, the uvc is then secured to the duoderm using a clear occlusive dressing over the catheter but never covering the insertion site or the hub. The uvc was in place for seven days before noticing the leak near the hub. The customer states, the catheter was leaking approx 2-3 cm below the hub/connection site. The uvc was removed on (B)(6) 2011 and a peripheral arterial line was placed. The pt is reported to be in stable condition.